Event description:
It was reported that the pump battery was intermittently depleting quickly, resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer would administered a correction bolus via pump or would administer manual correction injections as needed to address bg. The customer continued to use the pump for insulin therapy.